Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8325823. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly.

Event description:
It was reported that shield activation failure occurred during use with a pegasus gn 18ga x 1.16in prn-cap y. The following information was provided by the initial reporter, "replaced 18ga pegasus for patient who is ready to task enhanced CT examination. After completed penetration and during needle retraction,it's noticed that safety shield semi-activated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield activation failure occurred during use with a pegasus gn 18ga x 1.16in prn-cap y. The following information was provided by the initial reporter, "replaced 18ga pegasus for patient who is ready to task enhanced CT examination. After completed penetration and during needle retraction, it's noticed that safety shield semi-activated."